Event description:
During an adiana procedure for permanent contraception the physician reported a perforation occurred while attempting to cannulate the pt's left fallopian tube, a tube that had been previously documented as occluded. Two catheters were used in an attempt to cannulate the os before the physician "realized she perforated the tube". Additionally, lasix (furosemide) was administered (dose and route unk) for a fluid deficit of 700cc (glycine used as detention media). "The pt had no symptoms of fluid overload, but lasix was given because of the pt's history of hypertension." No treatment was needed for the perforation and the pt was admitted for overnight observation. On (B)(6) 2012 the physician reported "pt is doing fine at this time".

Manufacturer narrative:
Lot and serial numbers of the 2 disposable devices not provided by the complainant, therefore the expiration dates are not known. Serial number of the adiana generator not provided by the complainant. The devices are not being returned therefore, a failure analysis of the complaint devices cannot be completed. Lot numbers of the disposable devices not provided by the complainant, therefore the manufacture dates are not known. Device history record (DHR) review was unable to be conducted for the disposable devices as the lot numbers were not provided by the complainant. According to the instructions for use (IFU) precautions: to avoid possible uterine perforation and potential damage to adjacent organs when introducing the catheter into the fallopian tube: do not advance the catheter w/o visual guidance. Do not apply excessive force. As with any other intrauterine procedure, uterine perforation may be possible. (B)(4).